Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the garment described as being red with no broken skin. The patient consulted his physician who recommended using a lotion. The patient reported that the irritation was already resolved.